Event description:
It was reported during followup, all power lost. The programmer was able to be restarted after switching power cord. Days later, same power loss with new cord in different outlet. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the power supply was replaced as a preventative. (B)(4).